Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2014 informing patient presented palpitations, cardiologist thought there was some atrial undersensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).